Manufacturer narrative:
(B)(4). Fracture of the inner coil was noted at 3.0cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of oversensing and impedance anomalies.

Event description:
It was reported that during follow-up, noise was observed. The noise was reproduced through manipulation of the device. The impedance was unstable. The lead was explanted and replaced. Patient was stable.